Event description:
It was reported that, during injection of the preloaded intraocular lens (iol), the inducer scratched/nicked the lens. The iol was partially inserted. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding the complaint; however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.